Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Product left conforming to print as there was no evidence that states otherwise. The visible defects noted are attributed to removal from patient. Doctor notes state, components were well fixed and bone scan revealed no loosening of components. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00245-3 / 00244-3).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a manual manipulation procedure in (B)(6) 2013 due to an unknown reason. Patient further reports experiencing swelling, redness, tenderness, lack of sensation, restricted range of motion, and component migration. Additional information received indicates the patient was revised on (B)(6) 2015 due to component loosening and a tight joint/stiffness (lack of range of motion). The tibial tray and bearing were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a manual manipulation procedure in (B)(6) 2013 due to an unknown reason. Patient further reports experiencing swelling, redness, tenderness, lack of sensation, restricted range of motion, and component migration. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects it states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity", "inadequate range of motion due to improper selection or positioning of components", and "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00245).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00244 / 00245).

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a manual manipulation procedure in (B)(6) 2013 due to an unknown reason. Patient further reports experiencing swelling, redness, tenderness, lack of sensation, restricted range of motion, and component migration. There has been no reported revision procedure to date. Additional information received indicates the patient was revised on (B)(6) 2015 due to component loosening and a tight joint/stiffness (lack of range of motion). The tibial bearing and locking bar were removed and replaced. Operative report further notes clear joint fluid, lateral bony overhang excised, soft tissue around femoral and tibial component removed, femoral and tibial components were well fixed and there was no evidence of prosthetic loosening during the revision. The tibial tray was not removed. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.